Event description:
Reported 1 false negative sars results for one asymptomatic patient (off label use at the time). The customer communicated the result was confirmed positive by molecular (pcr testing). The customer communicated the pcr test was 48 hours after the sofia test.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.